Event description:
A malfunction alarm, identified by the code malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.